Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer reports that during an afib case, a pericardial effusion was noticed. After going transseptal catheter device was inserted into the body as the patient's blood pressure began to drop. Pericardial effusion was confirmed by ice when viewing the ventricular region. The medical intervention provided was a pericardiocentesis and 200 cc of fluid was removed. It was confirmed that the ablation catheter was not in the body and the transseptal catheter was not yet plugged in during transseptal. The patient was reported to be in stable condition.